Event description:
Patient (B)(6) dob: (B)(6) 1983 had device removed on (B)(6) 2025. Removal is unrelated to gastroparesis. She has a lot of other comorbidities and requested to have the device removed, as she had insufficient symptom relief and doesn't want to continuing managing the device. Device was not saved and not able to be returned.